Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a wire from large needle driver instrument was coming out of the mouth of the instrument. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable is loose. The grip input spins freely without corresponding output motion at the distal end, suggesting that a failure at the backend occurred. Upon removal of the instrument's housing, it was noted that one grip cable is broken near the back idler pulleys/clamping pulley cable groove. The other backend cables are not damaged. Failure analysis investigation also found the following additional damages to the instrument: the cables in the backend exhibit signs of excessive residue residing around the clamping pulley. Excessive formation of white residue at the clamping pulley could be related to corrosion. Some pitting corrosion was found in the vicinity where the white residue was observed. The broken cable at the clamping pulley is most likely related to galvanic corrosion. The entire main tube from the proximal to the distal end is slightly discolored. The surface is no longer smooth and is splintering off and has missing material. It has been concluded that the damage to the instrument is likely due to improper cleaning. The reprocessing instructions for da vinci reusable instruments specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.